Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported there were several instances of vial coring with cefazolin vials and blunt tip needles. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed under magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. No defects or imperfections were observed. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d3 and g1 as the manufacturing site is unknown.

Event description:
Material # unknown. Batch # unknown. Verbatim: rcc received a complaint via email. Email(s) attached. We experienced several instances (six vials) of vial coring with cefazolin vials and bd 18g blunt tip needles. Reference reports: mw5165712, mw5165713, mw5165714, mw5165715, mw5165717.